Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no alarm.¿ the unit was triaged and the customer¿s reported condition was not confirmed. However, during triage, no audio was discovered. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/28/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6), service found the unit is not alarming at startup.